Event description:
It was reported that the customer experienced inconsistent grafts with the zimmer dermatome. The customer believes there is an issue as graft depth appears different edge to edge when width plate is installed. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 12 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Previous repair observed replacement of the head, control bar and standard replacement parts. The device was recalibrated and returned to the customer. The customer's event detail revealed that within the initial uses after repair, they believed there was an issue as graft depth appears different edge to edge when width plate was installed. Investigation of the device at zimmer did not display any damage and the device was within calibration specifications at all thickness settings. The unit was received with an additional hose, longer than the standard 10 foot zimmer hose. Customer did not report the pressure that the device was operated at. Unable to determine a cause of the customer's event as it could not be duplicated with the known information. The device was serviced and returned to the customer.